Manufacturer narrative:
The tsh reagent lot number was 801911, the ft3 reagent lot number was 737314, the ft4 reagent lot number was 779651. And the vitamin b12 reagent lot number was 769866. The reagent expiration dates were requested, but not provided. Calibration and control data were acceptable. A general reagent issue can be excluded. The field service engineer adjusted the gear pump, replaced seals on pipettors, replaced pinch tubing, and replaced the measuring cells. Precision studies were performed and recovered within expected limits. Quality controls passed. The investigation could not identify a product problem. The issue is consistent with a hardware issue and was resolved after the performance of the service actions. A sample specific issue could not be excluded.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys tsh, elecsys ft3 iii, elecsys ft4 IV, and elecsys vitamin b12. The patient samples were repeated on a second analyzer. The first sample initially resulted in the following values: tsh = < 0.0367 uiu/ml, ft3 = 1.43 pmol/l, ft4 = 1.79 pmol/l. The first sample was repeated, resulting in the following values: tsh = 2.12 uiu/ml, ft3 = 4.52 pmol/l, ft4 = 11.9 pmol/l. The second sample initially resulted in a vitamin b12 value of < 73.8 pmol/l and it repeated as 286 pmol/l.